Manufacturer narrative:
H6 - health effect clinical code: 4581 - iris capture manufacturing narrative: iris capture (pigment dispersion) is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced high vaulting and iris issues. Later the surgeon indicated they will monitor the patient as the eye is settling. Lens remains implanted.

Manufacturer narrative:
B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop, significant reduction of ica, shallowing of ac. Cloudy vision, temporary corneal decompensation, and iris ischaemia - fixed pupil. The lens was explanted. Cause of the event was reported as device. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).